Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right colectomy procedure, the surgeon was able to press the green button but the handle was unable to be squeezed hence, the stapler did not fire. When the collected device was checked, pre-firing was noted. The product was not used for patient. Another reload was used to complete the case.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device sample was returned for evaluation. Inspection showed that the reload was pre-fired and engaged in interlock. Functionally, the device was loaded and applied to test media with p roper staple placement and media transection. The reload interlock was tested and found to function properly. A device-related causal link was confirmed. The product analysis noted evidence that the device was not used as intended. The reported issue can occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.